Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The subject device (all channels) tested positive with the following organism: staphylococcus coagulase negative 39 cfu. Microorganism revivable 39 cfu/endoscope. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. Cleaning, disinfection, and sterilization (cds). Below are information on customers cds checklist: aer/ewd reprocessor: n/a. Model name: n/a. Detergent name: n/a. Disinfectant name: n/a. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : anios clean excel d manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port,balloon channel, distal end areas around elevator. Brush model: ecouivillon double brush ref. Enrkit2-05-200 manual disinfection performed. Disinfectant used: peralex scope was sterilized:, performed daily: type ¿ peroxyde d¿hydrogen (h2o2) scope storage: simple cabinet without any drying function, horizontally placed. Scope maintenance: by olympus. The rrc (regional repair center) france olympus for device evaluation is still in progress. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where: distal end cap cover --- scratch, objective lens glue --- worn, peel off, bending section rubber gluing peel off and worn out, connecting tube --- wrinkle 10mm from glue, switch 1 --- wear and tear, switch box unit --- scratched, universal cord --- buckles, less angulation, biopsy channel exchange as preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.